Event description:
The customer reported that during a routine check of the iabp, the battery would not charge. No pt was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There are no nonconcformances related to the reported event. The customer used ge biomedical services and it was indicated that the issue was resolved replacing a damaged power cord. The pump was returned to service. A supplemental medwatch will be submitted when more info becomes available. (B)(4).